Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie position 8 did not release. The field service engineer (fse) inspected the failed cubie position, identified liquid contamination and resulting damage, and replaced the cubie tray to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie failed to eject when the user attempted to restock a ceftriaxone 1gm vial. However, there were no delays or adverse events or injuries reported based on this event.